Event description:
It was reported that the patient's lead integrity alert triggered yet the alert criteria was not met. Trend data noted a small number of sensing integrity counts along with one double counted ventricular contraction. The lead integrity alert notification was turned off and the lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.